Event description:
Note: this hta console unit was used prior to the reported event and the case was completed, although a "thermal probe 2" error message occurred. According to the complainant, "while starting the second case, the unit began to illuminate bright red, then it started to smoke, they powered down and they were not able to restart the unit". The case was aborted and there were no pt complications reported as a result of this event. Although attempts were made to obtain add'l follow up, there is no further info regarding this event.

Manufacturer narrative:
The device has not been returned, therefore, a device eval has not been completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed.